Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. During the initial implant procedure, it was noted that the graft appeared "candy wrapped" after the polymer was initiated. The procedure took an additional hour to complete with an extra 30 minutes of fluoroscopy and radiation exposure. The patient is reportedly doing well. Additional information received per clinical assessment indicating the physician also was unable to advance the crossover lumen guidewire and that an intraoperative type ia endoleak occurred. As the endoleak is a clinical harm to the patient, this event became reportable once this new information was discovered.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported intraoperative difficult to cannulate the contralateral limb of the alto implant is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest an inability to advance the crossover lumen guidewire and a type ia endoleak occurred that were not included in the event as reported. These findings were discovered during an examination of the operative note dated 15 july 2022. The operative note stated the type ia endoleak would be evaluated with follow-up imaging and subsequent coiling done if necessary; it is unclear if the endoleak was resolved on follow-up imaging. No procedure-related harms for this event were identified. It was reported that there was hostile neck anatomy, a short seal zone filled with thrombus and calcifications, and large areas of calcifications within the aneurysm; these factors could have contributed to reported event but this could not be confirmed with the available medical information. The device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as being discharged home on postoperative day one. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. It should be noted that this is not a late report. The initial emdr was submitted to the FDA on 09/22/2022, the xml submission was successful on 09/22/2022; however, an ack 3 was not generated/received. Devices remain implanted.